Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the cautery on two vasoview hemopro 2 was not working. There was no power going to the devices. They changed out the dc extension cable and the devices would still not work. The tw power supply, is suspected too. The leg was opened to complete the procedure.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Since this is an (B)(4) supplied device and the lot number is unknown, a lot history review is not possible. (B)(4).